Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was admitted to the hospital and a device check was performed. No telemetry could be established. The physician concluded that the device had reached the end of its service life. The patient has developed chronic atrial fibrillation and is (B)(6); it has not been determined whether the device will be explanted and replaced. The device remains implanted. No patient complications have been reported as a result of this event.